Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault and tidal volume out of specification on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire field service technician went onsite and evaluated the device unit have bad pressure transducer, will order main board and come back to install it. Replaced main board, calibrated and tested ventilator. Unit is within vyaire specifications and ready for use.